Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure, the cutter at 5000cpm was not cutting, however it continued to aspirate. Another cutter was used to complete the procedure. There was no report of impact or injury to the patient.

Manufacturer narrative:
The cutter was disposed at the facility and it is not available for evaluation. The lot number of the pack involved in this complaint was not provided. The sterilization and lot history records could not be reviewed.